Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the case and header and body fluid contamination in the lead barrels, no other anomalies were observed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of the recorded e-grams noted noise that was consistent with a damaged lead. Analysis was unable to confirm the field allegation relating to the device.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that there was noise on the right ventricular (rv) lead and they would bring the patient in for further evaluation. Two months later the patient was brought into the office where it was noted that the noise was oversensed and led to inappropriate anti-tachycardia pacing (atp) and pacing inhibition. The implantable cardioverter defibrillator (ICD)was also noted to be emitting tones. Upon interrogation the rv lead and ICD exhibited low out of range pacing impedance measurements. The sensing was temporarily reprogrammed and defibrillation threshold (dft) testing was performed to ensure adequate sensing of ventricular fibrillation (vf). Insulation damage was thought to be a contributing factor. A revision procedure was performed where the lead and device were explanted.